Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (6). Same case as MFR report #: 2134265-2010-01280. It was reported that during a coronary drug eluting stenting treatment procedure, plaque shift occured. Using the right femoral approach, the index procedure treated the 90% stenosed 3.0x28mm target lesion located in the mid left anterior descending (lad) artery. Treatment utilized a luge wire, pre dilation with an 2.5x20mm quantum maverick balloon and the placement of a 3.0x38mm taxus liberte study stent. Angiography was then performed revealing that the very proximal portion of the lad had gone from 20-30% stenosis to approximately 50% stenosis due to plaque shift or general irritation from the procedure. Bailout treatment was performed placing an overlapping 3.0x12mm taxus liberte study stent to the previously placed stent in the mid lad resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel in stable condition.